Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left main pulmonary artery using an indigo system aspiration catheter 12 (cat12) and wire. During the procedure, the rotating hemostasis valve (rhv) of the cat12 would not seal around the wire. After several attempts tightening, loosening and flushing the rhv, the issue was not resolved, and the rhv was removed. The procedure was completed using a new rhv and the same cat12 and wire. There was no report of an adverse effect to the patient.